Event description:
As reported by the exactech clinical hip study, the patient underwent an initial right total hip arthroplasty, subsequently, approximately 3 years and 7 months later, the patient presented with pain in their right hip. The patient was diagnosed with trochanteric bursitis. Actions taken were medication, aspiration, and a steroid bursal injection. The outcome is considered to be continuing.

Manufacturer narrative:
Concomitants: (B)(6), 01-030-01-0654 - alt cup clstr g6 sz 54. (B)(6), 01-030-42-0640 - alt xle lnr extcov g6 40. (B)(6), 170-40-00 - biolox delta femoral 40mm od, +0mm. (B)(6), 188-00-07 - wedge plasma s/o sz 7. The reason for the clinical symptom of pain cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.